Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment using an ak96 machine, a low temperature alarm was generated "preventing further dialysis". The machine underwent service, and therapy was interrupted for two hours. The patient was administered an "emergency blood transfusion" in addition to normal saline solution that was associated with an "inaccurate ultrafiltration volume of approximately 300 ml." No additional information is available.

Manufacturer narrative:
H11: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received or evaluated on site. A device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.